Event description:
Customer using accu-chek advantage system. Customer reports doing back to back blood glucose testing on the same meter with results of 239 mg/dl and 119 mg/dl. Customer states she took no actions based upon readings. No adverse event reported. Location of testing was not provided. No quality controls were run. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot# 549230, exp date: 10/31/2007.

Manufacturer narrative:
The suspect device is comfort curve test strips.